Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the home choice return instrument test / evaluation (rite) electrical test and the rite functional test. The assignable cause of the additional iipv was determined to be false empty detect and use error initial drain alarm setting inappropriately programmed and one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Follow up: product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation and the probable cause identified. The nurse will check that the initial drain alarm setting is appropriately programmed. The nurse stated that the patient is doing great on the cycler with no reported issues. No patient injury or medical intervention was reported. Additional information: the root cause of the reported problem of over delivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 2. The homepatient drained 3480 milliliters (ml). The programmed fill volume was 2000 ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.